Event description:
It was reported a filter did not appear to open completely following deployment. The info obtained was very limited. The filter reportedly went to the pt's heart and subsequently stabilized in a hepatic vein. Since co was not informed if the filter was placed via jugular or femoral vein, co is unable to identify if migration or manipulation were involved with filter stabilization. Another filter was successfully placed. Attempts to gain further details about this event have been unsuccessful. Therefore, co is unable to determine the cause for this event. Co's directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."